Event description:
Philips received a complaint from customer biomed reporting the battery on the v60 ventilator fails to adequately charge. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reportedly ran the unit on battery for a period of time but when reconnected to alternating current (ac) power source, the charge light emitting diode (led) failed to illuminate. The investigation is ongoing.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported issue. The device charged a bench (or test) battery within specifications. The pse requested the customer back up battery for evaluation, but the customer reported it was no longer available as it had already been recycled. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.